Event description:
Patient revised due to pain and alval. Update rec'd 03/30/2015 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from bony erosion and decreased mobility. A doi has been provided. There is no new information that would change the investigation. Update 06/25/2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated alval and impingement between the cup and stem. The cup and stem are being added to the complaint. A correct dor was provided. The complaint was updated on: 07/16/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 2/18/16-pfs and medical records received. After review of the medical records for MDR reportability, the primary operative note indicated there was 600ml of blood loss. There was no indication of the cause. The patient also had an exploration of the right hip on (B)(6) 2013 that indicated a loose cup, but the revision operative note indicated the cup was well fixed. The complaint was updated on:3/4/2016.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.